Event description:
It was reported the patient's blood glucose level rose to 346 mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. Details regarding treatment were not provided.

Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No damages or deficiencies were observed to the adhesive pad or its welds that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.4hardware: iphone17.2cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.